Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04977. It was reported the patient fell and later began to experience autoreducing. Diagnostics confirmed lead contacts 1-8 show high impedances. Surgical intervention may occur later to address the issue.